Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge is rapidly depleting. There was no impact to the customer's blood glucose level. A review of pump data also indicated that the pump battery gauge increased when the pump was not connected to a power source. It was indicated that the pump would continue to be used for diabetes management.